Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2017. The patient was in good condition post procedure.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. No patient symptoms were reported and no device intervention was performed. Lead replacement was discussed.

Manufacturer narrative:
A partial lead with the distal portion measuring 51.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.